Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a high blood glucose level of 567 mg/dl. She treated her blood glucose level manually. The customer's blood glucose level is usually low. The customer treated with 25 units of insulin. Customer declined troubleshooting. The device was not returned.